Event description:
It was reported that a clearlink duo-vent administration set leaked. This issue was observed during infusion of an unknown chemotherapy drug. The customer stated that there was a crack in the tubing and that the chemotherapy drug leaked onto the patient. There was patient involvement, however there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.